Event description:
It was reported that after the removal of the gastric band, material was left behind. No other details provided.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The following additional information has been requested. To date a response has not been received. Should additional information be received, a supplemental report will be submitted. On what date was the band removed? When and how was it determined that a piece of the band remained in the patient? What was done to address the issue? Was the piece removed? If not, are there plans to have the piece removed? What was the approximate size of the piece that remained in the patient? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2024. Additional information was requested and the following was received: on what date was the band removed? Unknown. When and how was it determined that a piece of the band remained in the patient? They found pieces when the band was removed. What was done to address the issue? Unknown. Was the piece removed? Yes. What was the approximate size of the piece that remained in the patient? Unknown. What is the current status of the patient? Unknown.

Manufacturer narrative:
(B)(4) date sent: 10/7/2024. Corrected data: b1, b2, h1, h6 health effect impact code and h6 health effect clinical code. Additional information was requested and the following was obtained: 1. On what date was the band implanted? (B)(6) 2008. 2. On what date was the band removed? (B)(6) 2015. 3. When and how was it determined that a piece of the band remained in the patient? Due to complaints, ultrasound in (B)(6) 2024 (in hospital elsewhere). 4. What was done to address the issue? Conversation between patient and complaints officer at (B)(6) hospital. 5. Was the piece removed? Yes, in the summer in another hospital. 6. What was the approximate size of the piece that remained in the patient? Unknown. 7. What is the current status of the patient? The patient experienced complications as a result of this procedure (post- operative bleeding) and recovery is taking a long time.